Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 297 mg/dl. The customer did not have an alternate method of insulin therapy available. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.